Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient¿s system controller getting wet in the shower while using the shower bag could not be confirmed as no product or photos were received for evaluation. No adverse patient consequences were reported in association with the event, and no further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook state that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used, and a replacement should be requested. These documents provide instructions for showering with the use of the shower bag. The IFU and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. Lastly, these documents state that the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller got wet in the shower. The patient's controller was exchanged and the driveline inspected. Intermittent low voltage alarms were noted. A review of the log file noted several low voltage advisory events due to normal battery depletion. Several low voltage hazard events with some odd voltage were noted on (B)(6) 2020. It was also noted that the patient did not connect to the mobile power unit (mpu) or power module at night. Sleeping on battery power is not a recommended practice. It also appeared that the controller was exchanged towards the end of the log file.